Event description:
The customer reports that during a thoracoscopy procedure, the cartridge fell out into the pt's body cavity. It was retrieved without any incident. A new device was used to complete the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.